Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant therapy: model p1501dr implantable pulse generator: implant date: (B)(6) 2006. (B)(4).

Event description:
It was reported that the atrial lead had chronic threshold rise. The atrial lead was capped and replaced. No patient complications have been reported as a result of this event.